Event description:
It was reported during a checkout of a repair the cardiosave intra-aortic balloon pump (iabp) has a red helium tank on display. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9 (device available for eval, return to manufacture date), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component code, investigation conclusion), h10. Additional information: e1(event site telephone: (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) had helium related malfunction. There was no patient involved or adverse event reported. A getinge field service engineer (fse) was dispatched to investigate the issue. During checkout of service order#(B)(4) , there was an intermittent red helium tank on the display. Internal tank was not reaching sufficient pressure. Replaced high pressure helium regulator and transducer which resolved the issue. Please refer to service order #44395501 for performance and safety measurements. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The final investigation has been completed by failure analysis and testing department. Retaining the pressure helium regulator and transducer in the failure analysis and testing department per procedure.